Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively, the device balloon was physically broke. Dissection balloon was pumped, removed and inspected. Apex of balloon had opened at seam; balloon broke and fell into the patient but was retrieved. The patient had to go to inpatient to recover, where they discovered blood in the urine, but not more than 500 cc. It was also noted the patient had tissue damage as a result of the bladder injury. The current patient status is alive with injury.